Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) (B)(6) 2011. The lens was explanted due to blurred vision of the patient. The icl was exchanged for another icl lens. This is one of three lenses used on this patient for the left eye (os) - see MFR. Report #: 2023826-2012-00503 and #: 2023826-2012-00505.

Event description:
Additional informaton received - the lens was explanted on (B)(6) 2011 due to loss of ucva. The icl was exchanged for another icm130v4, but different diopter (-07.5). The patient's bcva was 20/30 -2. The vault was improved but ucva not acceptable to patient at age (B)(6) using this eye for distance with monovision.

Manufacturer narrative:
Weight - unk. Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens dimensions and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Manufacturer narrative:
Event problem: patient: (B)(4) - surgical procedure, secondary surgery; (B)(4) - vision, blurring of. Device: (B)(4) - explanted. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Manufacturer narrative:
(B)(4)